Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the nc trek met resistance during advancement due to heavy calcification and moderate tortuosity in the mid left anterior descending (lad) artery. The balloon was first inflated at nominal pressure, then ruptured with the second inflation at rated burst pressure during post dilatation. The nc trek was removed from the patient. A second nc trek of the same size was used to complete the procedure without further incident. There were no adverse patient effects. There was no additional information provided.